Event description:
A non healthcare professional reported that following the intraocular lens implant procedure, the patient lens was explanted with the reason wrong power. The lens was exchanged with company lens of different model. Additional information received that the wound was enlarged and suture was used. The patient had anterior vitrectomy.

Manufacturer narrative:
The product was returned for analysis. The reported complaint cannot be confirmed from the returned sample. Lens received wrapped in medical gauze. Lens received in four segments. Solution is dried on the iol. One haptic is broken/torn and is returned. There are fibers adhered to the other haptic. The optic is torn/split-cut dividing the optic in three. The root cause for the reported complaint does not appear to be related to the product. An iol exchange for a difference equal to or greater than two diopters, indicates the event is most likely related to a calculation error. Based on the information provided, the event does not appear to be related to the product. The company 265 diopter lens was exchanged for a company 175 diopter lens. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).